Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in two pieces [connector portion (a) measuring 11.1 cm and distal portion (b) measuring 116 cm] for analysis. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged lead consistent with procedural damage. Visual inspection of the lead found an external insulation abrasion in portion b [noted at 94.0 cm to 94.8 cm from the distal end of the ring electrode ]exposing the outer coil consistent with friction to another device or feature of the heart.

Event description:
This is to report an event observed during analysis.